Event description:
According to the facility on (B)(6) 2022, the foley catheter balloon split and the catheter fell out of the patient during a procedure.

Manufacturer narrative:
According to the facility on (B)(6) 2022, the foley catheter balloon split and the catheter fell out of the patient during a procedure. Per the facility the foley catheter was noted to be out of the patient at the end of the procedure. According to the facility a new catheter was placed. No additional information was provided. The sample was returned for evaluation, but a definitive root cause could not be determined at this time. Due to the reported incident and in an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.